Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that there will be no further checks on the patient. The patient was fine, and the stimulation was working.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that a week ago the patient experienced an issue with controlling their stimulation. In the evening they applied the stimulation "b", and when they wanted to turn it off after 10 minutes, it did not work on their phone. They tried to switch programs, but on none of them it couldn't be turned off. After 20 minutes of stimulation, when it was pounding under their heart and tingling in their legs, they panicked and wanted to pull the battery out of the phone, which they were unable to do. Then they tried reducing the intensity of impulses to 0 for all programs. After about 45 minutes, they succeeded in turning off the phone. They are now afraid to use the ins. Merged sr: (B)(4) into this pe, mpxr 1100582 is a repeat of emailed information additional information was received. It was confirmed that the patient had a vanta ins, implant date unknown. Patient has an appointment scheduled for (B)(6) 2023. No new information. No new information. Additional information was received. Date of injury updated. During appointment today, the manufacturer representative (rep) staff check by the medical programmer, the pacing impedances were checked, and they were fine. The functioning of the stimulation was also checked - cycling was set and everything was fine. When checking the patient driver, it was found that the mystim and communicator applications needed to be updated. After a successful update, the patient driver works normally.

Manufacturer narrative:
Continuation of d10: product ID: tm91scs, serial# (B)(6), g2,foreign: czech republic. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.